Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study process, the olympus endoscopy support specialist (ess) visited the user facility to observe the reprocessing technique of the technician that reprocessed the scope. There were no deviations noted during the pre-cleaning and reprocessing observation. Since there were no deviations observed, no follow-up post observation of the scope technician who reprocessed scope from sample study was conducted. In addition, olympus personnel conducted a review of the sampling technique of the scope sampler and the following observations were noted: during preparation, cardboard boxes were brought into the sampling room and equipment was prepared with no aseptic process. The sampler did not put on the appropriate size ppe gown. During sampling process, sampling staff touched non-sterilized a field and items during sampling. Olympus personnel concluded by informing the sampling staff of the deviations. Olympus will continue to investigate the reported event. If additional, information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The cause of the reported event could not be determined, however, olympus will continue to investigate. As part of our investigation in this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to review the reprocessing technique of endoscope technician that performed reprocessing for this scope. No deviations were found during the reprocessing observation. If additional information becomes or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope cultured positive for microorganisms: corynebacterium species, staphylococcus hominis and corynebacterium xerosis after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of he physical evaluation. As part of the post market study, a physical evaluation was performed on the received condition of the scope and found discoloration inside the instrument channel from distal bending section side. The instrument channel was inspected further; a kink was noted inside the channel from the distal bending section side and there was a black scratch mark noted from the proximal biopsy port side of the instrument channel. The suction channel was inspected; a kink was found at the scope connector side. The image was inspected and the image of the scope was normal. Additionally, the service group noted the bending section cover glues were cracked and the scope passed the leak test. There was no irregularities noted with the insertion tube or distal tip/end of the scope. The loaner scope was last service on august 14, 2018. The cause to the kink and black scratch mark is due to wear and handling. The cause of the discoloration in the channel and the reported event could not be determined at time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance the referenced tjf study. There were no deviations observed during the oer-pro inspection and environmental investigation. Although no reprocessing procedure deviations were observed, based on the investigations (microbiological analysis, reprocessing procedure review, device evaluation), insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
This report is being updated to provide the results of third party testing and to update the following sections: d10, e4, g4, g7, h2, h6 and h10. As part of the post market study, the re-culturing test was performed and found sample was tested negative.